Manufacturer narrative:
Valve ws received in st. Jude medical heart valve div fer analysis lab, submerged in a liquid solution, within a specimen container, in a plastic bag, within a brown shipping box. Sewing cuff was brownish-yellow in color, was cut in several locations, and contained several pledgets and sutures. A small amount of whitish-brown tissue was observed on sewing cuff, also. Both leaflets were noted to open and close normally. A granular substance, appearing to be dried blood and/or body fluid, covered carbon surfaces of the valve. Valve was chemically sterilized and forwarded to an independent pathologist at st. Paul heart & lung center, for gross morphological examination. Dr. Stated that at time of his examination, usual fibrotic reactions were absent on sewing cuff, except for small foci on outermost aspects. No tissues were detected within orifice or recessed pivot areas. Dr. Concluded that no abnormalities could be identified with this valve, which may have aided in this investigation of paravalvular leak. Valve was then cleaned, and sewing cuff was removed. Valve was then visually examined at 10x magnification for any anomalies on surfaces of leaflets and orifice. Leaflets and orifice were found to be unremarkable. Valve then disassembled for performance testing. Results of pulse duplicator testing indicated valve ahd no abnormal operation. Flow and pressure traces indicated valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and valve met all of st. Jude medical's specifications. Leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Sterilization verifiecation was completed by st. Jude medical heart div microbiology department. A review of sterilization parameters and sterilizer validations from period that encompasses sterilziation date of this valve was completed. This valve was sterilized in accordance with st. Jude medical specifications. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifications. Each operation for mfg and inspection of this valve and its packaging was followed by appropriate signature and date. Conclusion: information reviewed from valve's device history record and add'l testing performed through fer analysis lab indicated valve complied with st. Jude medical spicifications at time of manufacture. Results of this investigation indicated paravalvualr leak with massive hemolysis was most likely caused by dehiscence noted at 4 and 7 o'clock position, as supported by observations made by surgeon at time of explant. Testing performed at st. Jude medical heart div laboratories indicated paravalvular leak with hemolysis was not due to an intrinsic valve defect.

Event description:
This valve was accidentally sent to another co who returned the valve to co. Enclosed with the valve was the operative note which stated the pt's preoperative diagnosis was mitral paravalvular leak with massive hemolysis. At explant, a dehiscence was noted approximately 4 to 7 o'clock posteriorly which had caused the hemolysis.